Event description:
New information received notes that the noise over-sensing on the right ventricular (rv) lead reoccurred but was not reproduced. Additionally, the right atrial (ra) lead exhibited episodes of noise which resulted in automatic mode switch (ams). The noise was not reproduced. No intervention was performed. The patient will be further monitored. Patient was in stable condition.